Manufacturer narrative:
The event was reported to have occurred on an unknown day in (B)(6) 2019. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had failed and blinked red for battery alert while infusing norepinephrine (dose, programmed amount and delivery rate unknown). The event occurred in the critical care unit. There was no known patient injury or medical intervention associated with this event. No additional information is available.